Event description:
Information received from the field notes that the patient was admitted to the hospital with an intermittent low heart rate o f 49 bpm with failure to capture on some beats. A chest x-ray showed a fractured ventricular lead near the pulse generator.